Manufacturer narrative:
Concomitant medical product: metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog no#: 01.00185.146; lot#: 2357990 metasul ldh, head, 54, code t, taper 18/20; catalog no#: 01.00181.540 ; lot#: 2345961. Therapy date: (B)(6) 2007. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening.